Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adaptor of the transfer set "came off" from the titanium adapter. This occurred during peritoneal dialysis therapy. The transfer set was used for seven days. The transfer set was replaced, however the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in d10, h3, h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. An integrity test was performed between the in-lab titanium adaptor and the patient adaptor and no leak or issues with the connection between the titanium adaptor and the patient adaptor was identified. The reported condition was not verified. The transfer set was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.